Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing episode was observed. Review of episode noted intermittent signal coming in periodically which was intermittently oversensed. Myopotential testing and programming changes were recommended. Patient has not been scheduled for in-clinic visit yet.